Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill message. Reportedly, the cartridges were filled with 100 units of insulin. There was no reported impact to the customer's blood glucose level. The customer added additional insulin to the current cartridge and was able to complete the load process successfully.